Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with amikacin injection (125mg, ongoing) for peritonitis. The day after the peritonitis diagnosis, the patient passed away in the hospital. The cause of death was reported as due to peritonitis. It was reported that an autopsy was performed; however, the results were not reported. Antibiotic and pd therapy were ongoing at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.